Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Event description:
The customer reported a possible programming error or change that occurred either during or after a syringe change on a thoracic epidural (pcea) of fentanyl 2mcg/ml and 0.1% bupivacaine in the pacu. An underinfusion may have occurred; the patient reportedly had inadequate pain relief during the night. Although requested, no further patient or event information was provided.

Manufacturer narrative:
The customer¿s report of an under infusion could not be confirmed; only infusion data reports were provided by the customer and no device or device event logs covering the date of the event were returned for investigation. The root cause of the customer¿s report of an under infusion could not be determined with the data provided, and no other information is available.

Manufacturer narrative:
Correction on initial report:initial reporter.